Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. Also to check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer- lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had over-corrected via bolus and the blood glucose (bg) level dropped to 45 mg/dl. Glucose tabs and ice cream were consumed to address the low bg. The customer had inadvertently disconnect from the luer lock connection. The customer reconnected the luer lock, primed the tubing to remove air bubbles and resumed insulin delivery.